Manufacturer narrative:
(B)(4). Model #/catalog #/lot #/expiration date/UDI # - correction "9500-45, sts-or-003, 5253752, 13-mar-2020, UDI # (B)(4)."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.